Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was static and inaccurate. It was also reported that an air gap was noted in the patient line tubing. The customer has experienced elevated blood glucose (bg) levels above 300 (mg/dl) and delivered correction boluses with the pump. During troubleshooting with tandem technical support, the customer was guided through the fill tubing process to prime air bubbles out of the tubing. The customer's bg level was 226 (mg/dl at the time the event was reported.